Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient's tubing disconnected from their surgical drain. Staff member cleaned the tubing and reconnected it to the drain.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used suction evacuator. Visual inspection of the sample noted the wound tube was submerge in 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and the evacuator was able to suction with no disconnection or leaks observed. The wound tube that goes in the wound to the y connector measured 9fr. No root cause could be found because the reported event was unconfirmed. The device history record review could not be performed without a lot number. As the reported event is unconfirmed a labeling review is not required. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient's tubing disconnected from their surgical drain. Staff member cleaned the tubing and reconnected it to the drain.